Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced both low and elevated blood glucose levels that ranged from 42 mg/dl to "high." Chocolate was consumed to address the low bgs and correction bolus was given to address the high bgs. Customer alleged that the basal settings needed adjustments. Reportedly, the customer adjusted the basal settings to resolve the issue.